Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, diagnostic procedure was performed by the customer and the procedure was completed by using hand switch. The philips field service engineer (fse) inspected the system on site and confirmed that wired footswitch was unable to trigger fluoroscopy. Upon troubleshooting fse found that wired footswitch was defective. To resolve the issue, fse replaced wired footswitch. The defective foot switch was returned to philips for analysis and identified anti slip was missing. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system's wired footswitch was unable to trigger fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation into this complaint.